Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent an anterior spinal procedure to implant vb replacement devices. It was reported that during the preparation, two pieces of the construct were not secured to lock to each other even though the "click" sound was heard. After several attempts, two pieces were placed together and were implanted. The intraoperative films showed the cage to be intact and the postoperative films taken 2 days later again showed the cage to be intact. The construct position reportedly was not idea, but the cage was serving its purpose and no migration occurred. The end cleat of the device showed separated from the lordotic end plate on the localization films while surgeon was performing a posterior procedure five days post-index surgery. The films showed the end cleat still in the disc space, but separated from the rest of the cage. The revision surgery was performed to remove the construct 12 days after the index surgery. No further pt complications were reported.